Event description:
The customer contacted stryker to report that their device's on button was getting difficult to use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Initial reporter email address was not provided and is therefore, left blank. Stryker evaluated the customers device and verified the reported issue. Stryker replaced the device's keypad to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's on button was getting difficult to use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker determined the worn out on button on the device's main keypad to be the cause of the reported issue. The main keypad was replaced to resolve the reported issue.